Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2016, the subject was identified with qualifying conditions as rutherford category 5 (minor tissue loss - nonhealing ulcer, focal gangrene with diffuse pedal edema) and the index procedure was performed six days later. The target lesion was located in the right mid superficial femoral artery (sfa) extending to the distal sfa with 100% stenosis and was 100 mm long, with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm. A 4mm x 10 cm mustang balloon catheter was advanced for dilatation. However, along with significant improvement, there was significant recoil and local dissection. Subsequently, the lesion was stented with 6 mm x 120 mm study stent followed by post-dilation, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel.